Event description:
Customer's blood glucose was tested by a family member after they awakened in the morning with a result of approximately 98mg/dl. A few minutes later, a second reading of 42mg/dl was received. Juice was provided and they began to convulse. Glucose gel was provided and their seizure ended. A reading of 179mg/dl was received after an unspecified period of time elapsed.